Event description:
It was reported to philips that the therapy cable was not working. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy cable. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy cable. The therapy cable was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.